Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with unacceptable measurements. X-ray revealed helix defect and lead dislodgement. An attempt to disconnect and reposition the lead was unsuccessful. The lead and the device were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.